Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the report of the system monitor touchscreen freezing was not confirmed based on the evaluation by an abbott representative. The system monitor (serial number: (B)(6) was returned to the service depot and the reported issue could not be confirmed or duplicated. The system monitor was run continuously for 72 hours and put through various tests with no loss of touchscreen response or communication. The unit passed all functional checks and was returned to the customer site. Incidental findings: during the inspection it was noticed that the system monitor no longer produces the audible tone heard when touching the virtual buttons on the system monitor or inserting/removing the data card. The printed circuit board assembly (pcba) was replaced to correct this fault. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate ii IFU (rev. C) under section 4 ¿system monitor¿. The heartmate ii IFU recommends that users contact abbott if the system monitor¿s screen is malfunctioning. Heartmate ii IFU section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate power module IFU section 9.0, entitled ¿routine maintenance¿, instructed users to regularly inspect the equipment for damage, including the system monitor, and to obtain replacements if necessary. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was freezing.